Event description:
Patient became hypotensive and rn kept increasing their neosynephrine gtt (drops)... From 60-120mcg/min within a 15min time period with no response in systolic blood pressure. Rn then noticed blood backing up into the IV manifold and found the ns neosynephrine with drug drips to have a crack in the IV tubing. The IV and IV tubing was changed with an immediate response in systolic blood pressure. Neosynephrine now down to 40mcg/min. Patient responded immediately after the change in tubing.